Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 69-year-old male patient was implanted with an impella 5.5 as a bridge to transplant. It was reported that the patient experienced oozing from their access site during impella 5.5 support. A washout of the site was completed to manage the condition and support with the implanted pump continued.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. Added- b5 mso review, d6b, h6 component code 925 f6/f8 should have been left blank in the initial report.

Event description:
It was further reported that the patient expired while on support. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that use of the device cannot conclusively be associated with the outcome.